Manufacturer narrative:
Correction is being made to previously submitted emdr. Olympus is not the legal manufacturer for this device and does not have manufacturer's reporting responsibility. Third-party manufacturer hunan vahtin medical instrument co., ltd will conduct any necessary reporting.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when plugging in the disposable bronchoscope into the video processor, the processor plug port receded into the unit to where the scope could not be plugged in. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient involvement.